Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the light was blinking and suction was not strong enough. It is unclear if troubleshooting was performed. It is unknown if lot and serial number was requested. No medical impact or medical intervention reported. (Male wick).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. According to baw0338945, revision 1, it states to consult pw100 pw200 or pw200j instruction for use. As the country of event is united states, it appears that the kit arrived in a pw100 or pw200 which share the same IFU. Therefore, baw0338931, revision 2, was reviewed and found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the light was blinking and suction was not strong enough. It is unclear if troubleshooting was performed. It is unknown if lot and serial number was requested. No medical impact or medical intervention reported. (Male wick) per additional information received via email on 09oct2025, stated that they ordered another canister and suction replacement kit and was informed that these needed to be replaced every 60-90 days. The new one was working just fine for patient.

Event description:
It was reported that the customer stated that the light was blinking and suction was not strong enough. It is unclear if troubleshooting was performed. It is unknown if lot and serial number was requested. No medical impact or medical intervention reported. (Male wick) per additional information received via email on 09oct2025, stated that they ordered another canister and suction replacement kit and was informed that these needed to be replaced every 60-90 days. The new one was working just fine for patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.